Event description:
It was reported the patient received the following results within 15 minutes: 26,0 mmol/l and 6,0 mmol/l. After receiving the first result of 26,0 mmol/l, the patient delivered a bolus. After receiving the second result of 6,0 mmol/l, the patient drank some juice.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Customer returned the product to the manufacturer, however it was lost in transit.